Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced by hand during surgery.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs showed that the misplacement of implants was due to drb shifts during navigation and skiving as a secondary effect. The user reported doing freehand navigation, however there were excessive deflection warnings in the logs. Drb shifts can cause navigational integrity and can lead to the misplacement of implants. The system correctly detected and alerted the user of the drb shift. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The case logs also show that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The user also reported using competitive implants while planning creo screws in the software. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No adverse effects to the patient were reported. The cause of the reported issue was traced to user technique.